Event description:
This pt was undergoing a mitral valve replacement procedure. The pt had a 30% ejection fraction prior to the operation. The diameter of the aorta measured 28 mm by transesophageal echocardiography. The directflow cannula was easily placed in the distal ascending aorta. The endoaortic clamp catheter (eac) was easily inserted into the ascending aorta through the direct flow cannula side-arm, and 25 cc of volume was injected into the balloon. Blood pressure was monitored in both radial arteries. The surgeon performed the mitral valve repair under cardioplegic arrest. The eac balloon was then deflated with retrieval of all 25 cc of volume and a 25 gauge needle was placed in the ascending aorta to facilitate de-airing. The surgeon attempted several times to remove the eac, but was unable to do so. In an attempt to facilitate removal of the eac, the surgeon loosened the hemostasis valve. When this resulted in bleeding through, the hemostasis valve, his assistant placed a tubing clamp across the y-arm of the cannula, compressing the shaft of the eac. The hemostasis valve was closed and the tubing clamp removed. On the subsequent attempt to remove the eac, the shaft of the catheter broke into two pieces that were connected by the reinforcement wire. This break occurred at the site where the eac had been clamped. The surgeon unsuccessfully attempted to place a cross clamp on the ascending aorta. He then turned off the cardiopulmonary bypass pump and removed the directflow cannula. He pulled the two pieces of the broken eac out of either end of the cannula, reinserted the cannula, and resumed cardiopulmonary bypass. The estimated time from decannulation to recannulation was 20 to 30 seconds. The pt required an additional 90 minutes of cardiopulmonary bypass before she could be weaned from the pump. The pt did not awaken following surgery and was diagnosed with a major cerebral ischemic event. On post-operative day number eight, the decision was made to withdraw life support and the pt expired.